Event description:
It was reported that the patient presented to the hospital and the lead exhibited oss of capture at high output and loss of sensing. A fluoroscopy confirmed the lead was fractured. During the attempt to explant the lead a piece broke off and remained attached to the myocardium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.